Event description:
It was reported that on (B)(6) 2011, the pt's mother found that the pt couldn't hear anything wit his ci. The external part were checked - they work properly. Testing shows that the device has malfunctioned. There is no accident or trauma known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.